Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen on the unlock screen and the customer was unable to clear it. During troubleshooting with tandem technical support the customer accidentally placed the pump into storage mode. Customer turned the pump back on and the screen was cleared. Customer reported that there was only a data error alert present in the history. Subsequently, the touchscreen became frozen the following day on the "remove cartridge" step of the load process and the customer was unable to clear it. During troubleshooting with tandem technical support the touchscreen remained frozen and unresponsive. Customer had elevated blood glucose levels reaching 472 mg/dl, and trace of ketones. Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.